Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
This event was previously reported by manufacturer nakanishi under report# 9611253-2015-00008 who will submit all subsequent reporting including investigation results.

Event description:
It was reported that during testing conducted at the manufacturer facility the bur slipped out of the 4:1 straight reducer while cutting. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility, the bur slipped out of the 4:1 straight reducer while cutting. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.